Event description:
Terumo medical corporation received the following information: it was reported that the tr band had a balloon air leak. The patient began to bleed in the post op area before they started withdrawing air, the balloon did not appear inflated. The issue was noted before any syringe deflations. The device was used for hemostasis and there were no issues initially during use of the device as the balloons were able to be inflated by the healthcare professional. There was a hematoma. It is unknown what other devices were used in the access site and how the procedure was completed. The device was not manipulated before use in any way pre-use or in storage. The product was stored before use in the original box.

Manufacturer narrative:
Implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.